Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent one or more surgeries to remove one or more of the essure coils.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic area pain"), menorrhagia ("abnormal bleeding(menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure (ess205) (batch no. 1224662) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (B)(6)1996, (B)(6)2000, (B)(6)2001, (B)(6)2004), adenoidectomy and uterine dilation and curettage. Concurrent conditions included menstrual cycle abnormal, non-smoker, abstains from alcohol, endometriosis of uterus, cervical dysplasia, perineal pain, adenomyosis, nausea and morbid obesity. Family history included thyroid disorder (mother) and hypertension (grandfather or grandmother, mother). Concomitant products included evra (ortho evra) until (B)(6)2004 for birth control as well as antibiotics. On (B)(6)2004, the patient had essure (ess205) inserted. In (B)(6)2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (endometrial ablation in 2014). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: 2 coils noted to protrude into the endometrial cavity. The patient tolerated the procedure well . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.7 kg/sqm. Hysterosalpingogram - on (B)(6)2004: essure confirmation test. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic area pain"), menorrhagia ("abnormal bleeding(menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) female patient who had essure (ess205) (batch no. 1224662) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 4 ((B)(6) 1996, (B)(6) 2000, (B)(6) 2001, (B)(6) 2004), adenoidectomy and uterine dilation and curettage. Concurrent conditions included menstrual cycle abnormal, non-smoker, abstains from alcohol, endometriosis of uterus, cervical dysplasia, perineal pain, adenomyosis, nausea and morbid obesity. Family history included thyroid disorder (mother) and hypertension (grandfather or grandmother, mother). Concomitant products included evra (ortho evra) until (B)(6) 2004 for birth control as well as antibiotics. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (endometrial ablation in 2014). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: 2 coils noted to protrude into the endometrial cavity. The patient tolerated the procedure well . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: essure confirmation test. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 19-feb-2018: pfs+mr received, patient historical condition added, concomitant condition added, lot number received, event added as follows:- vaginal haemorrhage, menorrhagia, dysmenorrhoea. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.